Manufacturer narrative:
Investigation: sample evaluation we have been provided with the affected sample. The evaluation of the sample showed embedded contamination in the barrel. That confirmed the reported issue. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7114310, #7100033, and #7189480 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7114314, #71100038, #7089481, and #7083117 and no problems, defects or qn related to the reported issue were found. Root cause analysis after the analysis of the provided sample, we could identify the reported foreign matter as embedded particles in the barrel. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it. Confirmation the returned sample presented embedded black particles in the barrel of the syringe. We confirmed the reported issue.

Event description:
It was reported that black foreign matter was seen on the tip and barrel of a bd¿ syringe when solution was withdrawn. No injury or medical intervention.